Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging on one touch ultralink meter would power off during use. The patient noted she experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate determined the patient had replaced the battery as recommended, the battery contacts were in good condition, and there had been no misuse of the meter. The meter was replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, due to the unresolved power issue, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned. Lifescan will evaluate them.